Manufacturer narrative:
(B)(4). The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection observed a crack in the device. Dimensional analysis verified the device was within the specified tolerance. Pressurized underwater leak testing was performed and revealed no issues. The reported condition of a leak was not verified, however the reported crack was verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap leaked from a lengthwise crack in the device. This occurred during use while connected to the patient¿s transfer set. There was no report of patient injury, medical intervention or adverse event associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.